Event description:
Physical therapist assisting pt to get up on side of bed. Hinge closure around trapeze bar broke causing triangle hand bar to hit pt on the right temple area. Co rep at hospital on 8/10 and inspected this device.